Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The dispenser hoop and pusher were the only components received for evaluation. The investigation of the returned coil system found the implant to be separated from the pusher. The pusher's electrical circuit was within specification, and the heater coil and monofilament had evidence of activation using a detachment controller. Coil systems are 100% inspected prior to release from manufacturing, and no energy is distributed to the heater coil during the manufacturing process. Since the investigation is unable to determine when the coil system was activated and the implant detached, the reported event cannot be completely confirmed; therefore, the complaint is considered non-verifiable. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during an aneurysm embolization procedure, the coil detached in the microcatheter at the mouth of the aneurysm when three quarters of the coil were pushed out. A neurovascular remodeling device was used to remove the coil. No report of injury to the patient, who was fine.